Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right ventricular lead, and right atrial lead were explanted due to an infection. No additional adverse patient effects were reported following the explant procedure.